Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that they had something strange happening every once in a while and the issue began about 3 weeks ago. Patient stated that they went to turn their stimulator on, they couldn't feel the stimulation so they had to turn the stimulation up to where they can feel the stimulation. Patient stated they then went to walmart, halfway through walmart they were pushing a buggy, the stimulation kicked in like you wouldn't believe and almost took them down to their knees. Patient confirmed they were feeling the stimulation more than what they had before. Patient mentioned this only had happened 3 times. Agent asked and patient mentioned they fall all the time at least 2-3 times a week. Patient mentioned the last time, they fell on the closet and they gashed up their back pretty bad. Agent reviewed role of manufacturer representative (rep) and provided the national answering service (nas) number for patient. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have an appointment next week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The pt called back and repeated that the stimulation kicks in when pt was walking or sitting and stim is sometimes on extremely high setting. One time, the pt was at walmart and almost fell on their knees. Pt has an appointment on the 17th and wanted to know the name and phone number of the medtronic rep. Redirected to hcp. Reviewed the process of contacting the rep. Provided nas phone# to give to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that for about 6.5 months they had been experiencing strange spikes in their stimulation, when stim would turn on really high randomly and almost brought them to their knees when at walmart. Patient explained they felt like they were experiencing 'phantom pain' in their legs when the stim would go on and off. Patient hadn't charged the ins in probably 6 months due to the stimulation issues. Patient was trying to charge their implant, but said it was not working - explained seeing a symbol on the programmer that told them to charge the ins, but was not responding when using the recharger. Patient tried resetting the wireless recharger (wr), but that did not resolve. Agent asked, patient denied seeing symbols with a doctor, so agent reviewed possible over discharge due to the amount of time since they last charged the ins and redirected to their hcp to coordinate an appointment with a mdt rep. Patient mentioned they had the ins fully deplete about a year ago as well.